Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 149mg/dl. It was reported that the insulin pump was dropped on the floor a few days prior to her admission and the device had a blank display. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the investigation has been completed.